Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The reported issue was caused due to an old expiratory cassette membrane. The customer has been provided the material number to purchase a new membrane. No further issues has been reported. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: # (B)(4).